Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure at l3-5 to treat lumbar spinal canal stenosis. It was reported that the set screw cross threaded during placement in the bone screw. The screw was removed and replaced. It was also reported that during the surgery the patient may have suffered an unintended durotomy. This could not be confirmed but the surgeon sutured around the midline during decompression. No other complications were reported

Manufacturer narrative:
Optical examination of the threads identified atypical wear on the upper flanks of the thread, which is inconsistent with normal tightening. Additional examination identified deformation on the lower portion of the flank at a specific location, with very little interface on the entire rod interface surface. This suggests interference of some additional portion of the construct. Functional evaluation with a sample legacy mas found the returned set screw able to be fully engaged into the mas head. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.